Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low (0) and that it did not provide a patient circuit disconnect alarm, as expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of low exhaled tidal volume (vte) levels and patient circuit disconnect alarm not working as expected could not be duplicated. However, during testing ventec was able to confirm its vte levels were fluctuating and high vte was observed. Ventec replaced the internal flow transducer (ift) to resolve the observed issue. Replacing the ift would also resolve any intermittent low vte issues that may have been caused by the observed fluctuating vte levels. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the fluctuating vte levels (high and low) was the ift. The cause of the patient circuit disconnect alarm not working as expected could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).